Event description:
It was reported that the pta balloon ruptured (atm unknown) during the first inflation in the sfa. During retraction of the catheter through the introducer sheath, the balloon detached from the catheter shaft. A cutdown was performed to remove the detached balloon from the vessel. There were no reported clinical consequences.

Manufacturer narrative:
A complete manufacturing review could not be performed as the lot number is unknown. The investigation is inconclusive, as the sample was not returned for evaluation. The balloon rupture likely caused the retraction difficulties and the retraction difficulties likely contributed to the balloon detachment. However, the definitive root cause for the balloon rupture could not be determined based upon the available information.